Event description:
Balloon burst. The report received indicated that during a coronary procedure, the lesion was predilated, at an unknown pressure. Then a 2.5x23 mm cypher stent was delivered to the lesion and the balloon was inflated at 12 atmospheres (atm). However, the physician felt the inflation took a long time, he deflated the balloon 10 seconds later. The balloon was inflated again at 14 atm for 30 seconds without problem. Then during a third inflation, the physician confirmed the balloon was ruptured. The physician confirmed, in a coronary angiogram (cag), contrast medium was leaking. Therefore, after 10 seconds, the physician deflated the balloon. A cag was conducted again 5 minutes later and there was no problem observed on the patient. The procedure was safely finished. Once the device was removed from the patient, the balloon was inflated and liquid spouted out from the distal end of the balloon and so, a pinhole rupture was observed. There was no patient injury reported. Further info indicated the target lesion was in the distal end of the mid right coronary artery. The lesion was de novo; however, the proximal and mid sections of the vessel had been previously treated with a micro driver stent. The lesion was further described as calcified presenting 99% stenosis.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, as of to date, the evaluation has not been completed. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. Additional info will be submitted within 30 days upon receipt.